Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was not sensing the r waves. Although the device was programmed at 40 beats per minute, the patient's rate was well above that. No vs markers were seen. In addition, the patient received a shock the day earlier but the shocking electrogram showed nearly a flat line.